Manufacturer narrative:
Product return will be requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated when he/she was brushing his/her teeth, the bottom piece of the brush head fell out in his/her mouth. No injury was reported.